Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device failed testing at the selection knob portion. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device at the customer¿s site. It was determined that the device did not pass the general test due to a software problem. The fse updated the software to resolve the issue. After that the device was returned to full functionality.